Event description:
It was reported that the patient developed infection at the implantable pulse generator (ipg) site. Symptom of fluid drainage was noted. The physician was uncertain of the cause of infection; however, suspected testosterone injection might be the cause. No further information could be obtained despite good faith efforts.